Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white turbid contamination was observed in the connector of the tube and chamber of a vented paclitaxel set. This event occurred during setup of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed and revealed a white mark resembling solvent trace at the level of the junction tube and the end of the millipore filter. Functional testing included gravity testing; solution flowed through the set with no issues noted. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.